Event description:
The facility reported an infusion pump with the stop button not working. The event was reported to have occurred during customer use with no pt involvement. According to the hosp rep, no injury or medical intervention had been reported related to the device. No additional info or contact was available.

Manufacturer narrative:
The device has been requested by baxter for evaluation, but has not yet been received. Should the pump be received for evaluation, a f/u report will be filed upon completion of the evaluation, or if additional info becomes available.